Event description:
The lumbar catheter accessory kit insertion that was previously inserted did not drain well. A week later the patient went back to or for replacement. It was noted that the initial insertion was drain and not shunt. The staff identified issues with the packaging and labels. It did not clearly reflect the package contents. The actual implant should have been lumbo-peritoneal catheter system. The package label reads lumbar catheter accessory kit for csf drainage.